Event description:
The arthroscopic scope used during the procedure was broken into two pieces by the surgeon while attempting to introduce the scope into the obturator. Two pieces of the scope will be sent out for replacement. Patient was not injured.